Event description:
It was reported that during a procedure to treat a de novo lesion in the distal left main and proximal segment of the left anterior descending (lad) artery with no tortuosity, no calcification and 80% stenosis, a 2.5x15 mm semi-compliant balloon catheter was advanced and inflated at 10 atmospheres for pre-dilatation. A 3.0x33 rx xience prime stent delivery system (sds) was advanced and deployed at 10 atmospheres. Post dilatation was performed with a 3.0x8 nc balloon catheter and there was an edge dissection noted at the distal stented segment. A 3.0x15 mm rx xience prime stent was implanted to treat the dissection. The patient outcome was good and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience prime long length (ll) everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.